Manufacturer narrative:
A partial lead with the connector pin measuring 36.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was being monitored for an infection, had finished a round of antibiotics and was in the process of getting scheduled for an extraction. The device was brought in posthumously by the patient's wife. Upon interrogation, the device was found to have 3 stored non-sustained ventricular fibrillation (vf) episodes from the date and time of the patient's passing. No abnormal device behavior was noted on the first two; however the third and most recent episode was unavailable. The merlin.net session record was submitted for further analysis and review of session record revealed the same result. The family asked for the device back and the physician gave it back to them.